Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient was hospitalized with diabetic ketoacidosis (dka) while possibly wearing a pod. Despite good faith attempts to obtain additional details surrounding this medical event, no further information was obtained.